Manufacturer narrative:
Covidien technician verified the missing segments. The main board and the display pcb were replaced. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.

Event description:
It was reported to covidien that sporadically some segments are missing in the display. There was no pt involvement.